Event description:
Doctor placed cle (continuous lumbar epidural) catheter without incident. When he attempted to push his medications through the catheter, it was completely occluded. Md tried to troubleshoot but realized it was a catheter malfunction. Catheter had to be removed and patient had to be stuck again due to faulty equipment.====================== health professional's impression======================doesn't know